Event description:
When a pharmacist left the pt's room at 3:11 am, the pump was locked and functioning. Upon entering the room at 6:40 am, the pump was found turned off with the reservoir door open and the remainder of the medication gone. It appears that the only way this could have happened was for the pt to pry open the reservoir and administer the medication, although, the pt denied doing this. The pt, who has a high tolerance for drugs, received 600 mg of meperidine but was not adversely affected. The rptr is concerned that the pump was able to be pried open.